Manufacturer narrative:
Continuation of d10: product ID (B)(4). (Serial: (B)(6). ); product type: ; implant date n/a; explant date n/a sw kit 9735740 stealth s8 spine h3) software analysis determined there was insufficient information to determine the cause of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon claimed that the depth was inaccurate when he touched the percutaneous pin. It appeared 2-3 mm high. The site re-spun and the issue was resolved. There was a reported delay of less than one hour and no reported impact to patient outcome.